Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during a supply change, including during fill tubing after a low drug alert, and that insulin delivery resumed after guidance to restart the pump via the app, perform a dry run, and complete a supply change; the user also disclosed reusing cartridges, and the event aligned with a device blockage issue involving the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting in the context of a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Replacement connectors and infusion supplies were arranged, and education was provided not to reuse cartridges.

Manufacturer narrative:
Initial.